Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope biopsy channel tested positive for greater than 25 colony forming unit (cfu) of enterobacteriaceae. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms being 1 cfu/endoscope of micrococcaceae and 1 cfu/100 ml. No information on the cleaning, sterilization, and disinfection process from the customer yet. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, distal end glue white clouded, charged coupled device lens cover glue white clouded, distal end cover chipped, angle rubber glue separated, connecting tube wrinkle, key top 1 had unclear indication, plug unit had damaged housing, and angulation less/play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.